Event description:
When in use, the blood pressure machine cuffs are inflating too tight. This is causing the patients lots of discomfort. Therefore, the patients are removing the cuffs before the bp is completed. Many times after, when the machine is used again, it alarms an error - e83 - pressure leak/check or replace hose or cuff after changing the bp cuff. There are two machines in involved.device #1is this a laboratory device or laboratory test?no.